Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an unable-to-prime issue. There is no indication that the product issue caused or contributed to an adverse event. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 06/05/2017 with the following findings: review of the pump histories indicated there was no activity related to the complaint recorded. Black box data from the time of the complaint had been overwritten due to continued patient use. On investigation, the pump powered on normally. Rewind, load and prime steps were successfully performed without alarm. The force sensor was evaluated and found to be within specifications. The pump was exercised for 24 hours without incident. Investigation did not confirm or duplicate the complaint. (B)(4).